Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of hardware low level failures. The customer's blood glucose level was 5.4 mmol/l at the time of the incident. The customer stated that she attempted to rewind and has not been successful without the alarm occurring. The product was returned for analysis.

Manufacturer narrative:
The insulin pump power up properly after battery installation. The pump was received with operating currents within spec. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. There was a pump error 63 alarm (variable 3) confirmed in the pump history due to cold solder joint on u1 keypad assembly. The insulin pump was received with minor scratches on lcd window.